Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00883. The device is not available for return.

Event description:
During preparation for a thrombectomy procedure, the introducer sheath of a penumbra system 3d revascularization device (psr3d) and a velocity delivery microcatheter (velocity) fell on the floor. Therefore, the psr3d and velocity were not used in the procedure. The procedure was completed using new psr3d and velocity devices.